Manufacturer narrative:
The product is not being returned to MFR for evaluation.

Event description:
It was reported that there was evidence of fluid instruction in the mattress on the bed. There was pt involvement, however no adverse consequences are reported.